Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an echocardiogram and angiography showed severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed and severe pvl remained. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the pvl to moderate. No adverse patient effects were reported.